Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, bleeding, recurrence, dyspareunia and organ perforation. It was reported that due to erosion of mesh, on (B)(6) 2011, the patient underwent mesh revision. It was reported that patient underwent lidocaine and marcaine injections intravaginally to treat dyspareunia and discomfort over vaginal areas where tape goes under pubic symphysis on (B)(6) 2012 by implanting surgeon. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.